Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue was not confirmed or duplicated. No anomalies were detected in the operation of the device. Service recommended replacing the xenon lamp, the temperature sensor and the thermocouple as a preventive measure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while using the subject device during a diagnostic colonoscopy procedure, error code e102 was displayed, the main xenon lamp switched off, and the emergency lamp came on. The user turned the light source off and on, and was able to complete the intended procedure using the subject device. There was no patient impact. There was no harm or user injury reported due to the event. The reported issue occurred three times with three different patients. This report is for the first event and is being reported under the medwatch with patient (B)(6). The second event is being reported under the medwatch with patient (B)(6). The third event is being reported under the medwatch with patient (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena were not reproduced. However, it was considered that both the xenon lamp, the temperature sensor and the thermocouple may be worn out or defective that caused the emergency lamp to turn on as indicated by the customer. It was recommended by a repair staff to replace the main lamp, the temperature switch, and the thermocouple preventively, and to perform functional inspection and electrical safety test. According to the technical guide, e102 is notified when the temperature inside the light source increases and the safety mechanism of the device activates. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage.¿ olympus will continue to monitor field performance for this device.